Event description:
Consumer called to report that since intraocular lens (iol) implant surgery, she sees a dark half moon in her peripheral vision of her left eye. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. The device remains implanted. Product history record reviewed and all documents indicate the product met release criteria. There have been no other complaints received in the lot number. Additional info was requested by fax and mail on 07/02/08 and by phone on 07/01/2008 and 07/16/2008. A completed questionnaire was rec'd.